Manufacturer narrative:
(B)(4). Received additional information from the affiliate: did the surgeon confirm they were passed the point of demarcation prior to loading the device? Yes. Were the clips loaded on or off the vessel? On. Were the clips loaded in the jaws prior to completing the firing sequence? No. Were the clips inspected prior to firing? No. How much bleeding came from the cystic artery? Massive bleeding. Was a blood transfusion required? Yes. What confirmatory tests were done to make the diagnosis of coagulopathy? None. Surgeon only suspected it. Are there any photos or videos available? No. What is the patient¿s current status? The patient is well. He was sent home in a good shape. Was a blood transfusion required? Yes. 3 blood units were given to the patient. The analysis results found that the el5ml device was received in good visual condition. A bag with two malformed clips was returned along with the instrument. Upon cycling, the instrument was noted to be empty, locked out and the orange indicator was found undertraveled. The device is designed to lock out when all the clips have been fired. Please note that the indicator wheel failure is not related to the reported event. Due to the condition of the device, no functional testing could be performed; therefore, no conclusion could be reached as to what may have caused the reported incident. Based on the photographic evidence, the event description can be confirmed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the three or more first firings failed due to malformed clips (two clips attached ...). Other clips that were fired to safeguard the cystic duct looked perfect, but there started a leak of bile from this area. Also, clips that were fired on the cystic artery also looked perfect, but after the procedure ended, the surgeon identified bleeding (in the drainer). She entered again using laparoscopic technique, she safeguarded the cystic artery with "endoloop" and this bleeding stopped. Meanwhile, another bleed started from the hepatic bed. It became a massive bleed that required conversion to open technique. The surgeon suspects the patient suffered from coagulopathy due to the first bleeding. The patient was given artificial respiration and he is in a stable condition. Procedure was delayed by ninety minutes.